Manufacturer narrative:
The device will not be returned for evaluation. Echocardiography videos have been received from the hospital and are being sent to an external consultant for evaluation. According to the field experience report form, the surgeon noted that it will be difficult to investigate this case without the device. Reportedly the family did not agree to an autopsy in order to retrieve the valve. Evaluation: method = a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
Sorin group (B)(4) inc., mitroflow division was notified on (B)(6) 2011 of a mitroflow valve (model lxa, size 21 mm, s/n (B)(4)) that was implanted on (B)(6) 2010 and reportedly developed a thrombus approximately 3 weeks later, creating aortic stenosis. Two of three leaflets were indicated to be restricted. The field experience report form indicates that the pt later died, but a specific date was not indicated. The surgeon is not expressing a complaint regarding the quality and/or performance of this valve.